Manufacturer narrative:
Evaluation summary: device was returned with a three-way valve loaded on device. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 12th and 13th distal stent wraps with struts raised and bunched. Numerous kinks were evident along distal shaft; between 22-23cm proximal to the distal tip. No deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician intended to use a resolute integrity drug eluting stent to treat a moderately calcified lesion and non-tortuous distal lad exhibiting 70% stenosis. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. The device was inspected and negative prep was performed with no issues. The lesion was pre-dilated. The physician observed that resistance was encountered when advancing the device excessive force was used. The device failed to cross the target lesion. The procedure was completed with a medtronic device and there was no injury to the patient. The physician commented that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related analysis of the returned device noted stent deformation.